Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that the patient had an appointment scheduled with the rep and the healthcare provider (hcp) on (B)(6) 2017, but missed the appointment. The rep reported that the appointment was rescheduled for (B)(6) 2017. The rep reported that they were under the impression that the patient was receiving no therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremors. The rep reported that the patient was charging too often. The hcp reported that the patient was having trouble with their recharger. The hcp reported that the patient's recharger "auto shut off at 30%." The rep reported that the patient has ended up charging twice a day but now it doesn't charge at all. The rep reported that the patient went to the hcp's office and their ins was completely discharged. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Event description:
The rep later reported that the patient sometimes could get 4 coupling bars, but commonly got 0 or 2 bars. The device was interrogated and confirmed that it was in discharge. The antenna locate function was used and got 38-42 as the top value with a baseline value of 32. A recharging session was started and they were able to get 6 coupling bars. It was stated that the patient had not been charging correctly, so the rep taught the patient how to charge the proper way. It was noted the patient would charge it up and come back to see their neurologist. No further complications are anticipated.

Event description:
The rep reported that the appointment was re-scheduled for (B)(6) 2017.